Manufacturer narrative:
On march 28, 2024, mentor became aware that the replacement used were lot numbers 9871518 on the right side and 9852510 on the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast cyst, swollen lymph nodes, and breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced right side pain and discomfort postoperatively. MRI confirmed right side breast implant rupture. The patient has consulted with the healthcare professional. The patient underwent bilateral explantation on (B)(6) 2023. On (B)(6) 2023, mentor became aware that patient experienced also experienced right side rupture, left side breast cyst, bilateral pain, and bilateral swollen lymph nodes. This medwatch report is for the patient¿s left-sided device.